Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below

Event description:
Mat#: unk autoguard bc 20g batch#: unknown it was reported by customer that they have seen several 20g 1" where the push button did not work and retract the needle. Verbatim; rcc received the complaint via email. Email(s) as attached. They have seen several 20g 1" where the push button did not work and retract the needle.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that an undisclosed bd autogaurd needle did not retract. The following information was provided by the initial reporter: they have seen several 20g 1" where the push button did not work and retract the needle.